Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up and down buttons are intermittently unresponsive and other times the up and down buttons are hyper-responsive. The reporter further stated there is a tear in the rubber that covers the okay button. The reporter stated the tear developed after the tactile issues began. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.